Event description:
Preoperatively, the pt was diagnosed with aortic regurgitation. At implant, while tying down sutures, the surgeon noted "damage" to one of the valve leaflets. It was reported the valve was rotated using a sjm valve rotator and the leaftlets were tested using a non-metallic object. The valve was removed using forceps to clasp the valve in order to facilitate pledget removal. The valve was then replaced with a 17agfn-756. The surgeon stated he was unsure whether a portion of the leaflet remains in the pt.

Event description:
The pt was diagnosed with aortic regurgitation and stenosis preoperatively and pt had a history of hypertension and non-insulin dependent diabetes mellitus. During implant, a sjm sizer set had been utilized and passed through the annulus without resistance. The valve's sewing cuff was implanted in the supra-annular position. While tying down the sutures, the retention sutures on the valve's holder/rotator were cut, and the valve was "easily" rotated with the sjm rotator. It was reported leaflet motion was tested using a non-metallic object. The surgeon then noted "damage" to one of the valve leaflets and the leaflet "fell out". The valve was removed using forceps to clasp the valve in order to facilitate pledget removal and another 17mm sjm regent heart valve was then implanted. Add'l info indicated the pt had a heavily calcified annulus or hypertrophied septum and a portion of the leaflet was never recovered. The pt was reported to be "well" and no add'l info was received. The carbon surfaces contained a small amount of a substance, which appeared to be blood or body fluids. The sewing cuff was bluish-tan in color with several holes and snags visible; most likely the result of the surgical procedure. One leaflet remained housed in the orifice and exhibited normal mobility. The other leaflet was out of the orifice and fractured diagonally with the leaflet ear portion not returned for analysis. The other valve components appeared unremarkable.